Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was evaluated in clinic and found to have exit site drainage and surrounding erythema. Cultures were positive for pseudomonas aeruginosa, and the patient was treated with ciprofloxacin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event summary: it was reported that the patient experienced a driveline infection starting on (B)(6) 2023.